Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 314.676, lot # l965523, release to warehouse date: 18 sep 2018, manufacturer: hagendorf, supplier: (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 2.0 sd scrdrv bld sprg hld slv sh/66 mqc no visual issues were identified. The dimensional inspection was not performed due to alleged complaint condition. The functional test was performed the screw was not holding in the screwdriver shaft the alleged unable to assemble condition can be confirmed for the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed 2.0 sd scrdrv bld sprg hld slv sh/66 mqc. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? 2.0mm star drive blade with holding sleeve, short t6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown, it was confirmed that the screwdriver shaft couldn¿t hold a screw properly. When the screwdriver shaft held the screw, the screw was held obliquely. No further information is available. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) 2.0mm stardrive scrwdrvr blade w/sprg hldg slv shrt/66mm mqc. This report is 1 of 1 for (B)(4).